Event description:
Contact reports that a 15 mm section of the drill broke off in the pt when drilling a hole in preparation for screw insertion. The broken section of the drill could not be retrieved and remains in the pt. The screw hole was redirected with an awl and the screw was successfully inserted. The surgeon noted that tip should not migrate.

Manufacturer narrative:
No definitive conclusions can be made. However, the tip breakage is indicative of the application of atypical force during drilling, possibly due to contact with hard bone. Additionally, the broken tip is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, the material is resistant to corrosion in a variety of environments, including blood. The specifications for the product requires passivation which further increases the material's resistance to corrosion. At this time, the complaint is considered to be closed.